Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of the etco2 module patient controlled analgesia pause protocol not working as expected. Per customer, "they are stating: one of the things we noticed when we were getting them ready is that the pca pause doesn¿t always work (in our testing of me wearing the sensor)." The hospital contact indicated they had also tested the device on themselves and found it not to function as expected. The hospital contact did not indicate how they had tested the device or specific what had occurred. There was patient involvement, but no harm was indicated.

Manufacturer narrative:
Omit: f26 - no health consequences or impact, b17 - device not returned, c20 - no findings available. Correction: describe event or problem, unique identifier (UDI) #, added pi to the unique device identifier (UDI)# field. Additional information: medical device serial #, device available for eval? Returned to manufacturer on, device eval by manufacturer? Device manufacture date, imdrf annex f, a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an issue with pca pause protocol was not confirmed or replicated with the information made available. No data set was received therefore the resp. Rate lower limit of the pca pause protocol could not be verified and tested. Laboratory testing for ¿co2 sensor accuracy¿ was performed using alaris system maintenance (asm) v9. The test was performed and as a result it was proved to be working within specifications (acceptable test range 4.51% - 5.09%. Preventive maintenance tests were performed using asm v9 they were completed successfully with all tests within acceptable results and no issues noted. Event log review was not able to be performed because none of the devices received had recorded usage on the day reported event and none of the devices had shared same day usage recorded between them. The pcu - sn:15409289 event log start date was 24sep2024. The etco2 - sn:14378148 event log start date is 19sep2024, and the pca - sn: 15404044 event log start date was 03oct2024. The suspect etco2 module was disassembled for internal inspection. The logic and power supply boards were inspected, no irregularities were observed. There was no observations of fluid ingress or contamination. The front and rear case were inspected, and no irregularities were observed. All parts inspected were manufactured by bd. External inspection in the ¿as-received¿ condition, found the manufacture instrument seal was intact. All parts inspected were manufactured by bd and were found in good condition during the external and internal inspection. The device was reported with no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened during the investigation, please ensure proper assembly and torque screws as required. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause for the report of the pca pause control not working as expected was not able to be identified from the log analysis or from device laboratory testing. The suspect etco2 module was found to be working within specification. Note that imdrf annex a0401, c07, d15, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was a general complaint of the etco2 module patient controlled analgesia pause protocol not working as expected. Per customer, "they are stating: one of the things we noticed when we were getting them ready is that the pca pause doesn¿t always work (in our testing of me wearing the sensor)." The hospital contact indicated they had also tested the device on themselves and found it not to function as expected. The hospital contact did not indicate how they had tested the device or specific what had occurred. The clinician indicated: "I would hold my breath for 20- 30 seconds. I would also sometimes hold it away from my nose a little bit. We tried both ways. It would alarm with low co2 and low respiratory rate, but it would not pause. The pause protocol was active (we could see that on the screen). In the past, I was able to simulate in the same way and out of the dozens of times that we practiced with it¿ we did get it to pause twice. I do not have the ones we used, but we did try on 3+ different pumps and at least 3 different sensors.". There was no patient involvement.